Event description:
The customer reported being in the emergency room due to high blood glucose of 361mg/dl. The caller experienced vomiting, sharp pains in stomach, and had a seizure. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates were correct, but the bolus wizard settings were unknown. Then the customer called back requesting assistance with adjusting the settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.